Event description:
It was reported to philips that the system did not x-ray when the pedal was pressed. The system was in clinical use. No user or patient harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a diagnostic procedure (general surgery) and the procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray is not recording. Review of the system log file showed that malfunctioning frontal image processing (ip) pc. The fse replaced the ip-pc and hard disk. After replacement of the ip-pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.